Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Investigation result: the fiber was returned broken in one piece. The first piece measured approximately 165.1 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The cause code for this event is manufacturing deficiency. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation on october 15, 2018 that a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, during procedure, the laser fiber just stopped working after few minutes. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken. Please refer to block for full investigation details.